Event description:
A (B)(6) male with hypertension presents for treatment of left lower extremity (lle) varicose vein by radiofrequency ablation (rfa). One end of the rfa catheter was inserted inside the lle vein and the other end of the rfa catheter was attached to a loaner vnus rfa generator. The rfa generator was powered on and apparently self-activated the handpiece without human intervention. The irrigation fluid had not yet been started. The rfa catheter was not located in the intended vein area when the activation occurred. The rfa generator was immediately powered off. The rfa generator was again powered on, with the same tubing attached, and irrigation fluid started. The machine was then used successfully for the length of the procedure. Rfa generator tubing was not saved upon completion of the procedure; lot number unk.